Event description:
Nellcor received a report of a cuff-leak on a 8lpc tracheostomy tube. Upon extubation, a 1 cm hole in the balloon was discovered. No patient harm was reported. The tracheostomy tube was replaced without incident.